Event description:
Poisoned; I got breast implants. Was told by doctor that there was no fear that all would dissolve into body naturally. Was not the case. They have completely disabled me by silicone toxins and couldn't be gotten out of my body. Aspergillus mold grew inside them. Along with many other funguses. The brand is mentor and is owned by johnson and johnson. They need to compensate women that they lied to and have destroyed their life's if that even possible. Please make them stop putting them in person. It is life threatening in so many ways. My dr did all the test proving what I have allegations. FDA safety report ID# (B)(4).